Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist received the error message "level not detected." As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This is related to medwatch 1828100-2012-01541. Investigation is in process, but not yet concluded.